Event description:
It was reported to adac that the collimator angle is exported incorrectly to impac record and verify system. The transfer from pinnacle to impac was incorrect when the collimator angle was offset to 90/270 degrees versus 180 degree default. All transfers at 180 default were ok. No injuries were reported as a result of this issue.